Event description:
Pt was skin tested in 1996. Pt was not injected for facial indications until 2000. Pt had a draining cyst on upper lip two years later, in 2002. Physician in ER who excised the cyst diagnosed as a reaction to collagen. Physician who injected the collagen in 2000 disagreed with this diagnosis. Inamed's approach to compliance is to resolve all doubt in favor of reporting.